Event description:
By mistake the patient, male, receives prontosan irrigation solution in his cvc.a few minutes after administration the patient starts feeling tingling in the fingers and then suddenly becomes unconscious with agonal breathing and cardiac arrest. CPR was started immediately. After approx. 5 min CPR without defibrillation palpable pulses in the groin and radialis were observed then CPR was terminated, and the patient was intubated. First day the patient was given fluid administration and needed treatment with inotropic and vasopressor agents. The blood tests showed elevated liver function and worsening renal failure which were both reversible. The patient was extubated after about 1 day, apparently without any problems. Patient recovered without sequelae.